Manufacturer narrative:
Product complaint #(B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees, caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d1, d2, d3, d4, g4-510k: this report is for an unk - nails: tibial/unknown lot. Part and lot number are unknown. Without the specific part number, the UDI number and 510-k number is unknown.

Event description:
It was reported that on an unknown date, the patient underwent unknown surgery distal tibia fracture with tna. The surgery was completed successfully with no delay. The sales rep was informed that the tna removal surgery was scheduled on (B)(6) 2025, but the reason is not due to union. Rather that three distal screws had been inserted, but one of them had come out, and the nail itself was sinking. According to the doctor, the tip of the nail had sunk right up to the joint surface, and the doctor decided that it was not possible to continue waiting and seeing, so the nail will be removed. No information has been obtained regarding the details of the re-fixation operation after removal. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.